Manufacturer narrative:
(B)(4). Date sent: 7/1/2026. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Additional information received: the patient was taken back from the operating room last friday, june 26, 2026, for wash out and this is the 4th re-operation. - the patient had percutaneous transhepatic cholangiostomy. The concern was that the jejunojejunostomy blood intraluminally went back upwards towards the liver and into the loop of the bowel that was right underneath the common bile duct and because of the amount of blood it put pressure on the whole area by the common bile duct. And it created issues pulling the vasculature away from the common bile duct. They think the common bile duct is okay. - the patient's liver enzymes are normal, but he's got a lot of problems. The easiest way to describe is that there is a lot of blood and a lot of hematomas in two different places. - the patient is still having an open abdomen and haven't been able to close him. He's been in the hospital for a month. - the patient is 49-yr old male. Patient's initials is: (B)(6). The patient is born in (B)(6). - the sales rep will send picture of the surgeon drew where exactly the staple line leaked and how it impacted the common bile duct. Told sales rep to send that picture at productcomplaint1@eesus.jnj.com. - the sales rep thinks this case should be escalated because the patient had to be transfused multiple times since the staple line leak. The patient got tachycardic. The patient is ventilated. The patient has 10 by 15 cm abdominal wall defect now. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What was the approximate width of the compressed vessel? Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Did the healthcare professional wait 15 seconds after closing the device before firing? Were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What color reloads were used and what was the sequence of the firings? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the post-op bleeding identified? What was the total estimated blood loss (ml)? What was the pre and postoperative anti-coagulant and pain management protocol? What is the current status of the patient? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors? If other contributing factors, what were they? Any other patient conditions or tissue factors that could have caused or contributed to event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after 3 days post operation of choledochal cyst roux-en-y, as the patient was getting ready to get discharged, the patient became tachycardic and needed transfusion, so they investigated further. Apparently they did some scans and there was a bleeding at the site at the staple line on the jejunojejunostomy. So they bought the patient back for emergency surgery and opened the belly and visualized that there was a large hematoma encircling around the jejunojejunostomy. There was some of like a flap of tissue that looks like was not incorporated into the staple line. The patient is still on the hospital with an open belly wound back.